Event description:
Additional information was received. The cause of the pipeline failure was not determined. The pipeline did not open after about 1/3 deployed of the in the distal. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic pouch. The pipeline flex shield was returned outside the phenom 27 catheter. The sofia (non-medtronic) catheter was returned for analysis. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The pipeline flex shield braid was found to be cut into pieces by the customer. The pipeline flex shield braid ends was found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. The sofia (non-medtronic) catheter was returned cut into pieces by the customer. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete to open as the braid was found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Based on the device analysis and reported information, the customer¿s report of ¿resistance during re-sheathing¿ could not be confirmed as the sofia (non-medtronic) catheter was returned cut into pieces. Possible causes of resistance during re-sheathing include vessel tortuosity, damage braid and lack of continuous flush. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline could not be deployed. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). Aneurysm location was noted as ic-c3. Fisher classification. In terms of the bouthillier classification, it was inside the siphon region, so it is positioned from c6. The neck diameter was 5 mm. With an ic-c3 aneurysm of maximum diameter 12mm and standard vascular tortuosity, an issue occurred during pipeline deployment where the pipeline could not be deployed regardless of pushing or pulling the wire. The pipeline was retrieved by covering it with sofia, and after removal, sofia was cut to confirm the retrieval of the pipeline inside sofia. The catheter was flushed as indicated in the IFU. The pipeline was covered by the sofia and collected (resheath was not possible). Half of the pipeline flow divider had been deployed in the blood vessels. It was unknown if there was any deformations, damage, or fraying in the collected flow divider because the catheter was cut when it was removed from within the sofia. There were no abnormalities such as deformation or breakage of the pipeline delivery wire or phenom catheter. There were no discomforts such as resistance with the phenom 27 catheter during pipeline delivery. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter sofia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.